Manufacturer narrative:
Samples of the returned product were examined for frays upon removal from the packet. No fraying was observed upon opening the packet. Samples of the returned product were then tested for knot pull tensile strength and the results obtained were above the ethicon requirements, which always equal or exceed the minimum ups requirements. A product inquiry records review was conducted and there have been no other inquiries of any type received involving this batch number. Corrected initial report to include section b "product problem"

Event description:
Suture fraying: customer states that suture began to fray while the surgeon was tying. There are no reported adverse consequences to the pt related to this event.